Event description:
It was reported that a patient presented in-clinic with loss of capture and high pacing impedance noted on the patient's right ventricular lead. No intervention or adverse patient consequences were reported.

Manufacturer narrative:
Further information was requested, but not received.

Event description:
New information received notes that the right ventricular lead was capped and replaced on (B)(6) 2023. No further patient consequences were reported.